Event description:
It was reported that the ventricular lead exhibited noise resulting in high ventricular rate episodes. The noise could be reproduced with provocative testing and pocket manipulation. The device was reprogrammed. The noise was not reproducible following reprogramming. The patient was in good condition and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).